Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking (discovered at the middle port). The leak was observed prior to patient use. The device was filled with 10% glucose with potassium chloride and sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from april 23, 2019 - april 24, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a small leak at he spike port cap from the spike port. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.